Manufacturer narrative:
Evaluation codes, results: (death). (Cause of death unknown).

Event description:
Three endeavor drug-eluting stents were implanted in the mid lad. (MFR report# 2953200-2009-00985 and 2953200-2009-00986). The patient was asymptomatic at 30 day and 6 month follow up. It was reported that the patient died seven (7) months after the index procedure. Investigator reported a non-sudden death. No further information was provided. The investigator has not assessed the relationship of the event to the study stents.